Manufacturer narrative:
The suspected device was returned for evaluation. The event history log (ehl) was reviewed and there was error code 41622. The device was visually inspected and there was a delaminated downstream occlusion seal. A functional test was performed and the reported issue was confirmed. The probable cause of the reported issue was due to a loose motor gear. As a result, the downstream occlusion seal was replaced, and the motor gear was properly secured. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump exhibited error code 41622 during testing. During physical inspection, error code 41622 was verified in the event history log. There was no patient involvement, no injury was reported.